Manufacturer narrative:
All of the buttons are functioning properly; however, found corroded keypad traces. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clips lot, cracked case, cracked reservoir tube, scratched reservoir tube window and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump's esc and act buttons had frequent no or intermittent response when they were pressed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.